Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device was received with operating currents within specifications. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted. Device was received with cracked select button keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error. They performed the self-test but the insulin pump alarmed the pump error again. They also reported that there was a crack on the keypad. The customer's blood glucose level was 100 mg/dl. The device will be returned for analysis.